Event description:
It was reported to philips the power supply was faulty. There was no patient involvement or harm. This event was reported to have occurred during servicing. There was no delay to therapy. The customer spoke with a philips remote service engineer (rse). The customer initially thought the device gave a low battery alarm, but after replacing the battery, discovered the battery was good and the power supply was faulty. Following the evaluation of the device, the customer replaced the power supply to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer's alleged malfunction was confirmed to have failed to meet specifications. The customer's alleged malfunction was confirmed, and it was determined that the root cause was the power supply.

Manufacturer narrative:
H10: the part was returned to failure investigation. The assy, power supply was tested and no failures were identified.